Event description:
It was reported that an ilet user experienced hypoglycemia following an accidental meal announcement during the night, with review of device reports indicating insulin delivery consistent with a meal entry and no reported issues with cgm targets, weight settings, bg run mode, insulin type, or recent calibration changes. Symptoms included a blood glucose nadir of 38 mg/dl without reported physical symptoms. Outcomes included self-treatment with oral carbohydrates and no need for external assistance or medical intervention. Investigation included review of available device data and user-reported history regarding recent settings, insulin type, exercise, tubing fill, and disconnection. Investigation of this case revealed a likely inappropriate insulin dosing event secondary to an unintended meal announcement, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.